Event description:
The initial reporter contacted shiley to report that he had seen a patient with a bjork-shiley spherical disc mitral heart valve who presented with atrial fibrillation and congestive heart failure. According to the initial reporter, an echocardiogram was done prior to the physician's examination, which revealed "prosthetic mitral stenosis" and "atleast a trace of mitral regurgitation". In addition, according to the echocardiogram report, pannus formation could not be ruled out. According to the initial reporter, the patient has been scheduled for a follow up examination and at that time, may be scheduled for further tests.